Manufacturer narrative:
Product ID 3093-33, lot# v826033, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that that the ins and lead were explanted and replaced. Impedance of greater than 4000 had been observed by the physician on all electrode combinations. The patient had lost therapeutic effect. It was later reported that the patient had seen a return to clinical efficacy since the replacement.

Manufacturer narrative:
Analysis of the neurostimulator; serial #(B)(4), found it functionally okay with insignificant anomalies. There was good stable output on all electrode pairs from the device to the cut end of the lead. Analysis of the lead, lot #v826033, found all conductor wires broken 5.2 cm from the distal end. The distal end of the lead had all open circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.